Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device after a peripheral arterial occlusive disease interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial report, returned device analysis was performed. A posterior foot break was noted during evaluation of the returned device and was not returned. The location of the detached foot is unknown. In response, the account confirmed that the foot separation was noted on removal of the device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and foot separation was confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to interaction with patient anatomy(calcification), needle deflection during plunger/needle deployment or inability to maintain position/stability of the device during deployment with respect to the tissue tract contributed to the reported suture retrieval issues. The guide tube bend likely occurred during post procedure handling. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name: updated d3 ¿ address 1: updated. D3 ¿ city: updated. D3 ¿ postal code: updated.